Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft migration could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. The location of the bifurcate immediately post-implant is unknown. There is currently a marginal proximal seal, with minimum radial apposition and insufficient proximal seal length. Although no obvious proximal type I endoleak was observed, it is possible that the aneurysm is being pressurized via the proximal neck. The cause of the migration may have been due to disease progression; neck dilatation. Films during and post-intervention with an endurant aortic cuff which reportedly resolved the migration were returned.

Event description:
An aneurx stent graft limb was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately nine years post index procedure the aneurx stent graft had migrated to 25 mm below the renal arteries. It was reported that there was no endoleak or rupture of the aneurysm. The physician elected to implant an endurant aortic cuff, approximately nine years and three months post index procedure and the event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.